Event description:
Per the clinic, the patient experienced an extrusion of the implant from the cochlea. The surgeon attempted to reposition the device without success. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin atrophy overlying the implant body, which resulted in infection and was subsequently treated with antibiotics (specific type, date, and duration not reported). The patient underwent device repositioning surgery on (B)(6) 2025; however, the issue could not be resolved and resulted in migration of the electrode array.

Manufacturer narrative:
Correction: the initial MDR [6000034-2025-04402] submitted on december 08, 2025 was filed inadvertently. The correct date of explant is (B)(6) 2025. Per the clinic, the patient also experienced performance decrement with the implanted device. Device analysis report attached.